Event description:
Expiration date is the only item on the test strip vial. All other information on the vial has been rubbed off. A request was made for return product and replacement product was sent.